Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia of value 404mg/dl. Customer reported that they got multiple no delivery alarm and the insulin pump was not alerting to recent no delivery alerts. Pump was neither beeping nor vibrating currently. Customer was assisted with self-test and insulin pump vibrate during vibrate test. Customer stated no delivery alarm did not occur during manual prime and alarm was resolved by changing infusion set. Insulin passed displacement test and self-test. Customer declined troubleshoot for high blood glucose and failed battery test. Device will be returned for analysis.